Manufacturer narrative:
This incident occurred outside the united states. Info contained with in this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 529 mg/dl for the past 3 weeks. Her normal blood glucose range is 100-120 mg/dl. She injected insulin via pen to lower her blood glucose. She changes the infusion set headset every 2 days and the infusion tubing every 14 days. She believes the infusion device does not deliver enough insulin. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.